Manufacturer narrative:
The reported 45 degree right refurbished arthropierce intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the tip broke off in the patient during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of excessive force. Using the device as a lever. The there were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) Reportedly during surgery the device's tip broke inside the patient. Per e-mail communication ¿the doctor decide to leave the piece, because it didn¿t accrue in serious cause to the patient.¿ a backup device available to complete the procedure and no delay or patient injury are being reported. The device was not returned for evaluation and no clinical supporting documents were provided for review. Material composition of the tip: 17-4 ph stainless steel which is not implantable. Conclusion: based on the limited information provided and without the return of the device for evaluation the root cause of the reported broken tip cannot be determined. The 17-4ph is not an implantable alloy; therefore, long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. The surgeon has no plans to remove the broken fragment/foreign body. No further medical assessment can be rendered at this time. Approved by (B)(6), md 8/15/19 ¿.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery the device's tip broke inside the patient. The fragment was not removed from the patient. There was a backup device available. No delay or patient injury was reported.